Event description:
A customer reported the system lost phaco power in the middle of a cataract with intraocular lens implant procedure. They changed all consumables and reprimed to continue, but the issue was not resolved. They exchanged the system and were able to complete the procedure with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).